Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Literature: bardinet e, belaid h, grabil d, et al. Thalamic stimulation for tremor: can target determination be improved? Mov disord. Feb 1 2011;26(2):307-312. Summary: the authors reviewed twenty-nine consecutive patients that were operated on between (B)(6) 2005 and (B)(6) 2009. Six patients received bilateral surgery and twenty-three unilateral (35 electrodes implanted into the vim). During surgery, tremor was evaluated during repeated acute stimulation testing in off and on conditions by a single neurologist blinded to the stimulation status. The patient was also blinded to this status. The authors suggest that vim target determination based on a statistical method might be inaccurate. Reportable event: the authors report two infections of the implanted devices; one patient was under immunosuppressant therapy following a renal transplant.